Event description:
Patient reported that the one touch profile meter was giving the not ok message when meter is powered on. This issue was not resolved with troubleshooting. No adverse event or serious injury reported.